Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: in the event, it appears to address a single product failure, while the quantity mentioned indicates the involvement of 24 products. Could you please specify the number of sutures that experienced a pull-off in this surgery? The complaint is regarding 1 product however the hospital wanted to change the products they have in their storage. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During use, the needle separates from the junction of the thread. The surgeries continued with a different brand of product. No adverse patient consequences were reported. There was no need to use any medication. Additional information was requested.